Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. A 3.00mm x 20mm emerge balloon catheter was advanced to predilate the target lesion. Upon the first inflation, the balloon was inflated at 12 atmospheres with no issues encountered. Upon the second inflation, the balloon was inflated at 8 atmospheres and subsequently decreased in dilatation pressure. The device was then removed from the patient intact and when checked, the balloon was found to have ruptured. The procedure was completed with a 3.00mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the emerge catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Attempts to inflate the balloon using an inflation device filled with water were unsuccessful because the water leaked from the distal tip. The inner shaft was separated at the bi-component weld. The fracture faces were jagged, which suggests that the separation may be related to tensile overload. Fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to separation. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. A 3.00mm x 20mm emerge¿ balloon catheter was advanced to predilate the target lesion. Upon the first inflation, the balloon was inflated at 12 atmospheres with no issues encountered. Upon the second inflation, the balloon was inflated at 8 atmospheres and subsequently decreased in dilatation pressure. The device was then removed from the patient intact and when checked, the balloon was found to have ruptured. The procedure was completed with a 3.00mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.